Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 289 mg/dl. Reportedly, the customer did not know the cause of the impacted bg level. Tandem technical support (cts) reviewed the customer's t:connect logs and the data indicated that at 12:18 a.m., the customer's bg level was at 296 mg/dl. It was confirmed that the customer entered bg's into the pump to deliver a correction bolus; however, the customer's insulin on board (iob) of 4.4 units prevented the delivery of the correction bolus. Additionally, it was noted that the customer consulted with her health care provider (hcp) regarding her high bgs. It was reported that the customer discovered she is pregnant and hcp stated the customer's bg's have been running high due to her pregnancy.